Manufacturer narrative:
Continuation of concomitant medical product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump was eroding through the skin. The cause of the event was unknown and the pump and catheter were explanted on (B)(6) 2018. The issue was resolved at the time of the report and there was no plan to replace the pump and catheter at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Product ID 8780, serial# n(B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The pump and catheter were removed due to infection. It was further indicated that it was because the patient was a bad smoker. Refer also to MFR report # 3004209178-2018-09956 for alternate event regarding infection.